Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction issue occurred. The biosensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that a skin reaction at the puncture site occurred. The arm was cleansed with alcohol prior to insertion. On (B)(6) 2025, the customer had unspecified symptoms of a bacterial infection inside the right elbow and consulted a health care professional (hcp). The hcp prescribed an oral antibiotic (cephalexin) to resolve the infection at the site. Although additional information was requested, no other details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that a skin reaction at the puncture site occurred. The arm was cleansed with alcohol prior to insertion. On (B)(6) 2025, the customer had unspecified symptoms of a bacterial infection inside the right elbow and consulted a health care professional (hcp). The hcp prescribed an oral antibiotic (cephalexin) to resolve the infection at the site. Although additional information was requested, no other details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.